Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, the device was advanced down the scope and then the technician actuated the handle; however, the needle would not come out of the catheter. When the device was pulled out from the scope, it was noticed that the wire was completely broken into half on the handle section of the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of wire broken at the handle section. Block h10: the returned rx needle knife xl was analyzed, and a visual evaluation noted that the cutting wire was kinked and broken at the handle section. Additionally, the working length and the hypotube section were kinked. No other problems with the device were noted. The reported event of cutting wire broken at the handle section was confirmed. Upon analysis, it was found that the cutting wire was broken and kinked at the handle section. Based on the condition of the device, the kinks found could have caused some internal tension forces between the cannula and the wire during the handle actuation, these conditions could have affected the overall performance of the device, consequently, breaking the wire. The kinked working length and the hypotube could have been caused by operational factors, such as manipulating the device through difficult anatomy, the technique used during the device manipulation or by the interaction between the needle knife and the scope (hitting against a hard surface). Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.block h6: imdrf device code a0401 captures the reportable event of wire broken at the handle section.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, the device was advanced down the scope and then the technician actuated the handle; however, the needle would not come out of the catheter. When the device was pulled out from the scope, it was noticed that the wire was completely broken into half on the handle section of the device. The procedure was completed with another of the same device.there were no patient complications reported as a result of this event.